Manufacturer narrative:
This supplemental report will update lot# 52k and to provide the device evaluation results. A visual inspection of the device found that the teflon pad was severely worn and separated from the grasping section, with metal exposed. The proximal end of the device was inspected under a microscope and the probe had no visual indication of damage to the probe unit.

Manufacturer narrative:
This supplemental report is being submitted to update the brand name and model number of the device.

Event description:
Olympus was informed that during a therapeutic hemorrhoidectomy procedure, the working surface (teflon pad) lifted from the grasping section of the device. The procedure was successfully completed using a different but similar device. There was no patient injury reported. No additional information was provided. Olympus made multiple attempts via telephone and in writing to obtain additional information regarding the reported event but was unsuccessful.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented.